Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure when the new subcutaneous implantable cardioverter defibrillator (s-ICD) was connected to the chronic electrode, a popping sound was heard during the defibrillation threshold (dft) test. It was noted that the patient had to be externally defibrillated in order for the ventricular fibrillation (vf) from the dft to be converted. Upon review of the dft test results, noise and a shock impedance measurement of 1 ohm was observed. Visual inspection of the electrode did not reveal any findings however, technical services (ts) recommended replacement of the entire system. The physician opted to implant a different s-ICD. Testing on the different s-ICD was performed in which impedance measurements were within normal range and no noise was observed. The s-ICD and chronic electrode remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device replacement procedure when the new subcutaneous implantable cardioverter defibrillator (s-ICD) was connected to the chronic electrode, a popping sound was heard during the defibrillation threshold (dft) test. It was noted that the patient had to be externally defibrillated in order for the ventricular fibrillation (vf) from the dft to be converted. Upon review of the dft test results, noise and a shock impedance measurement of 1 ohm was observed. Visual inspection of the electrode did not reveal any findings however, technical services (ts) recommended replacement of the entire system. The physician opted to implant a different s-ICD. Testing on the different s-ICD was performed in which impedance measurements were within normal range and no noise was observed. The s-ICD and chronic electrode remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to coding - added 2871: difficulty converting rhythm (induced) to h6 device code.